Event description:
The following information was received from (B)(6) and is a spontaneous consumer report in (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient made mistake/touch contamination. On an unknown date, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was patient made mistake/touch contamination further described as the patient sleep walks, disconnected herself and did not put the minicap back on. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. The outcome for patient made mistake/touch contamination was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number:10i16h25. No exceptions were observed that were related to the reported condition. The complaint was not confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.